Manufacturer narrative:
Integra has completed their internal investigation on 13 jul 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit needs to be machined to have heli-coils added to large starburst threads; general maintenance and cleaning is required. The device history record for the unit listed in this complaint under lot code/work order: 141/108838 on 03/19/14. A total of (B)(4) units were made under this lot and all passed the (B)(4) inspection checklist. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history is on file. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2014 with no prior service history.

Event description:
A report was received that the a1059 mayfield modified skull clamp was slipping when in the locked position. The incident took place on (B)(6) 2016. It is unknown if the device was in contact with the patient, if the patient was prepped for surgery, if the event caused patient injury, harm, death alleged or if there was a delay in surgery due to the product problem. It was also unknown if a medical intervention or revision was required. Additional information has been requested.